Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, a sorin lead was implanted on (B)(6) 2008, with the ICD involved in this MDR report. During a follow-up visit relative to the subject lead on (B)(6) 2012, interrogation of the associated ICD displayed a warning message of "svc coil high impedance". The associated ICD was reprogrammed to exclude the svc electrode during shock application. A second follow-up was performed on (B)(6) 2013. Since the ICD was close to elective replacement indicator, an intervention was scheduled for (B)(6) 2013, to replace the ICD system. During the intervention, difficulties were reported to remove the lead, indicating that the svc coil was trapped just below the clavicle. Ultimately, the lead was left in-situ, and the ICD system was replaced. The ICD will be returned for analysis. The associated sorin isoline 2cr lead s/n (B)(4) was reported under MDR #1000165971-2013-00120.